Event description:
The pharmacist called lifescan (lfs) in 2005 alleging that the lay user/pt had received an apply icon. The pt was unable to test; therefore, the pt contacted her physician who tested the pt with his meter. The pharmacist was unable/inwilling to verify whether the pt experienced any symptoms. The pt did not receive any medical treatment. There was enough blood applied on the test strip. The pharmacist retested using a new test strip and sufficient sample size and the test did not start. The pharmacist retested using a new vial of test strips and the test strip did not start. Customer care agent (cca) sent a replacement meter.